Manufacturer narrative:
Patient medications - aspirin, etodolac, fluticasone, glipizide, lisinopril, lovastatin, metformin, pyridostigmine, stool softener, tamsulosin. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment ((B)(4)): on (B)(6) 2010, the patient underwent treatment of a ruptured 9 cm abdominal aortic aneurysm (aaa) with retroperitoneal hemorrhage. It was reported four gore® excluder® aaa endoprostheses were implanted for treatment of the ruptured aaa. On (B)(6) 2014, follow up imaging showed the aaa had increased in size to 6.9 x 6.4 cm with suggestion of a subtle type ii endoleak seen at the inferior portion of the aneurysm sac. On (B)(6) 2016, follow up imaging showed the aaa had increased to 7.4 x 7.5 cm. Imaging also identified a persistent endoleak which was suspected to be a type ii endoleak, although this was reportedly not able to be confirmed. On (B)(6) 2016, embolization of the inferior mesenteric artery was performed. The previously identified endoleak was confirmed to be originating from the inferior mesenteric artery (ima). Final imaging showed a possible small right-sided iliolumbar artery endoleak. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.